Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for two hours and upon removal the pledget fell apart leaving pieces inside her vaginal cavity. After this occurred she was finding pieces of pledget when wiping and experienced severe lower abdominal pain and cramping. She went to her doctor a few days later where the remaining pieces of pledget were removed from her vaginal cavity. Consumer experienced a lingering headache and abdominal cramping. She was prescribed naproxen for the pain. She was instructed to call her doctor for an antibiotic if her headache and cramping continued. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome and any additional medical treatment, however, no further information has been received.